Event description:
It was reported that the lens was explanted due to opacification. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Add'l info was requested but has not been rec'd to date.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.